Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. Further contact was made with the patient on 01/14/2019. The patient stated they went to the emergency room (date of visit is unknown). They also attempted to remove the sensor wire but was not able to. They were prescribed hydrocodone for nerve pain due to the exploratory surgery as well as antibiotics. The patient indicated they were scheduled to see a surgeon on (B)(6) 2019 and the surgeon scheduled an appointment on (B)(6) 2019. No further. Additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a detached sensor wire was reported. Date of issue is an approximation. The sensor was inserted into the leg. The patient stated upon removal of the sensor, the sensor wire was inside his leg. The patient went to urgent care where the doctor confirmed through x-ray that the sensor wire was in the patient¿s leg. The doctor performed exploratory surgery for two hours; however, the procedure was unsuccessful, and the sensor was not removed. The patient was advised to seek attention at a local emergency room. At the time of contact, the patient had not gone to the emergency room. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.